Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech for evaluation on 24-mar-2025. A visual inspection, outer diameter, and functional tests were performed following johnson & johnson medtech procedures. Upon visual inspection of the returned sample, a bent spline. Microscopic inspection revealed a lifted electrode. Proper manufacturing evidence of assembly was noted on the lifted electrode. The device's outer diameter was measured and found to be within specifications. A functional test was conducted using a carto vizigo sheath, during which device was unable to be inserted. A manufacturing record evaluation (mre) was performed for the finished device, and no internal actions was found during the review. The bent tip issue was confirmed as the damage suggests that the impeded event took place. The potential cause of the spline and electrode damage may be related to the interaction with the sheath; however, this could not be conclusively determined. The catheter is recommended for use with an 8 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with trans-septal sheaths featuring side holes larger than 1.25 mm in diameter. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿spline damaged¿ issue. In addition, biosense webster inc. Analysis finding of the ¿lifted electrode¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿spline damaged¿ issue. In addition, biosense webster inc. Analysis finding of the ¿bent spline¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with pentaray nav for which biosense webster¿s product analysis lab (pal) identified a lifted electrode. Spline damaged. During the procedure, the pentaray nav catheter could not advance in the outer sheath and could not pass through the sheath. After removing the device from the sheath, one of the splines was found damaged. A second device was used to complete the procedure. There was no adverse event reported on the patient. The device was not used in the patient. Additional information was received. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The device was not pre-shaped. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-mar-2025, observed a bent spline. Microscopic inspection revealed a lifted electrode. The event was originally considered non-reportable, however, bwi became aware of a lifted electrode on 26-mar-2025 and have assessed this returned condition as reportable.